Manufacturer narrative:
Additional information: b1, b5, b7, e1, e3, h1, and h11. B5: upon follow-up it was confirmed that the patient did not experience an event of peritonitis. On an unknown date, pd therapy was discontinued, the catheter was removed and the patient was switched to hemodialysis. H11: based on additional information received, the vantive pd disposables was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for peritonitis. Treatment, patient outcome, and action taken with pd therapy were not reported. No additional information is available.